Event description:
It was reported that when loading the stapler with seamguard it was slipping on the anvil and cartridge. The gap distance between the cartridge reload and the anvil when the jaws where closed seemed greater by a few mm than usual. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2023. D4: batch # unk. Additional information was requested, and the following was obtained: it was noted during the case on closer inspection as the seamguard was continually slipping when loading and pulling the seamguard insert papers when the jaws were closed. Usually closed jaws on seamguard hold it in place. - gst60t and gst60g reloads were used during the case a manufacturing record evaluation was performed for the finished ech60s, with lot/batch number a9dh0g, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024.